Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed cartridge, but occlusion alarm reoccurred. Customer reportedly changed supplies to address the occlusion alarms. Customer¿s blood glucose level was 280 mg/dl.